Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead had exhibited one daily impedance measurement of greater than 2,000 ohms. The impedance measurements had been trending higher since the device replacement in 2009, from 1,250 ohms to 1,800-1,950 ohms in just over three years. No noise was observed on the lead, and all other lead measurements had been stable. The physician planned to continue to monitor the impedance issue. At the patient's current device follow-up, it was noted that since november, the rv pacing impedance measurements were always greater than 2,000 ohms. No noise was observed, but the pacing threshold measurements had increased slightly. Other lead measurements were stable. An x-ray was performed, but no lead fracture was visualized. The physician planned to either implant a new rate/sense lead or replace the entire defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service pending a potential lead revision. This report will be updated when additional information is received.

Manufacturer narrative:
Boston scientific received additional information. The physician who performed the original implant elected to replace the rv lead. The lead was surgically abandoned and replaced. The cause of the high, out-of-range pacing impedance measurements was not confirmed but a lead issue was suspected. However, the device was also replaced during the procedure, to avoid a potential future reintervention as this device was included in the low voltage capacitor advisory that boston scientific issued in august 2013. The device did not exhibit the advisory behavior and there were no allegations that the device was the cause of the impedance problem. No additional adverse patient effects were reported due to the replacement procedure. The lead is not able to be returned, so no further information regarding this event is expected.

Manufacturer narrative:
The boston scientific field representative reported that the physician at the patient's recent device check had determined to continue to monitor the lead for now. No revision was scheduled. It was noted there were no stored episodes due to noise, and all other lead measurements were within normal limits. The lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--